Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the tibial artery. A 2.5mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).